Event description:
Customer reported that the abl80 flex analyzer generated a po2 value of 120 mmhg on a blood sample. Customer ran the same sample on another abl80 analyzer and an abl90 analyzer, which generated values of 83 mmhg and 80.8 mmhg, respectively. However, qc was within range. There was no reported injury, diagnosis or treatment based on the po2 result. Customer returned the sc80 to sendx for investigational testing. On (B)(6) 2014, (B)(4) confirmed a malfunction. The cassette in question repeatedly showed a "temp-f" error after receipt from the customer. This error is triggered by the temperature protection circuitry when an error is encountered in heating the cassette to the measurement temperature. (B)(4).

Manufacturer narrative:
The cassette was tested with tonometered whole blood samples when it passed a single calibration without triggering this error. On these samples, a positive bias was confirmed on split samples measured against a reference analyzer. The magnitude of the bias was consistent with the customer experience. No further testing could be conducted with this sensor due to the repeated temperature errors that were persistent after this initial test. Examination of the thick film resistor resistance valve (which in part determines the temperature to which the cassette will be heated) did not indicate any discrepancy when compared against the production records for this specific cassette. The investigation concludes that the error likely occurred due to a pin hole defect in the screen-printed encapsulant layer covering the thermistor. Fluid penetration through a pin hole defect in the encapsulant layer would lead to an increase in the resistance of the thermistor and subsequently increase the equilibration temperature of the cassette. This would lead to the observed positive bias with the po2 measurement. This failure was not present at the time of cassette release and may have subsequently manifested itself during cassette use.